Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The biomedical engineer (biomed) replaced the water inlet valve and control display board, which resolved the issue. Following parts replacement, the system was confirmed to be operating properly. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius granuflo mixer tank had a burnt water inlet valve that shorted out the control display board. These parts were original to the machine. There was no harm to any patients or individuals as a result of this malfunction. The biomed was servicing the mixer as it would not power on. The tank had dripped on the ground fault interrupter (gfi) when the mixer started filling. After the biomed replaced the fill valve, the tank would start filling and the fill valve would be constantly on as soon as the machine was powered on. Follow-up information with the biomed revealed that the water inlet valve was burnt. The biomed also reported that there was a slight burning smell. No smoke, flame, or spark was reported. There was no visible damage observed to any other components, however, the biomed reported that the control display board was not working. The biomed replaced the water inlet valve and control display board which resolved the issue. Following the part replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. No parts have been returned to the manufacturer for physical evaluation.